Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. Device had scratched lcd window, cracked display window corners and cracked reservoir tube lip. No numbers ramping up on their own or scroll bar moving with no input noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus and the buttons were not responding. The customer changed the battery but the issue persisted. The customer treated with manual injection. The customer tried another battery but it started up with numbers, dark screen, and black circles on the top and then, the insulin pump alarmed battery out limit. Blood glucose value was 49 mg/dl; treated with sugar. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis